Event description:
It was reported that smoke was seen coming from the micro oscillating saw during a procedure. A back-up device was used to complete the procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within the motor assembly.